Event description:
Healthcare professional (hcp) reports a blood leak noted into the dialysate comparment during pt treatment. New disposables used to continue treatment without incident. Estimated blood loss reported as minimal. Dialyzer reused 30 times prior to this report. Hcp reports no pt injury or need for medical intervention.